Event description:
Thermodilution (td) measurements were noted as variable. The problem was an unsteady baseline temperature introducing noise into the signal for temperature deflection with cold saline injection. When changing the thermistor cable to troubleshoot, blood was noted in the thermistor connector. This was initially thought to have resulted from external contamination. However, upon closer inspection it appeared that blood-tinged fluid may have been leaking from the small hole in the thermistor connector (there are 3 pins and one small hole).